Event description:
It was reported that a lead integrity alert was triggered due to right ventricular (rv) lead high impedance in the rv defibrillation coil. The rv pacing lead impedance was low and exhibited varying impedance. It was also noted that the pacing threshold was high and unstable. A possible rv lead fracture was suspected. The device settings for vf detection was re-programmed. Subsequently, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle(rv) was elevated. Analyst commented, capture threshold is high and variable at 2.5 v. Analysis of the device memory indicated a lead impedance out of range alert. Analyst commented, rv defibrillator lead impedance warning occurred (B)(6) 2014 for impedance of 106 ohms. Analysis of the device memory indicated the impedance on the rv defibrillation coil was beyond the expected upper range. Analyst commented, on (B)(6) 2014, rv defib lead impedance measures 106 ohms, up from a trend of 50 ohms. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected lower range. Analyst commented, beginning (B)(6) 2014, sensing integrity counts up to 22; no oversensing on collected episodes noted. On (B)(6) 2014, rv pacing lead impedance measures 266 ohms, slowly trending downward from 285 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).